Event description:
On (B)(6) 2012, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. Devices implanted were an rmt311417 (l/s 8856301) and pxc141400 (l/s 9612841). On (B)(6) 2014, this patient presented to the hospital with a ruptured abdominal aortic aneurysm. Computed tomography showed migration of the trunk-ipsilateral leg component, resulting in a type ia endoleak. The physician believes that the device failed to maintain fixation, therefore leading to aneurysmal growth and the subsequent aneurysm rupture. The patient was successfully converted to an open repair whereby the excluder® device was explanted and an aorto-iliac surgical graft was placed. The patient is reported to be in stable condition.

Manufacturer narrative:
The review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
Results of imaging evaluation - images were received from the institution and evaluated by gore imaging services. Pre-implant images taken on (B)(6) 2012 show the diameter immediately distal to the left renal artery appears to be 20.4 mm. 8 mm distal to the left renal artery measured 26.9 mm, and 15 mm distal to the left renal artery measured 29.4 mm. Images dated (B)(6) 2013 show that the device does not appear to have wall apposition. There also appears to be thrombus between the device and the aortic wall. There appears to be contrast around the proximal end of the device, however, on these images there does not appear to be any pooling in the aneurysm sac. Images dated (B)(6) 2014 appear to show contrast along the proximal end of the device, communicating with contrast pooling within the aneurysm sac, indicating a proximal type I endoleak. There also appears to be blood outside and adjacent to the left wall of the aorta, possibly indicating a rupture. Comparing the 2013 and the 2014 images, the proximal end of the device appears to have rotated within the aorta. The device does not appear to have moved distally, however the increase in size of the aorta at the proximal implantation site in combination with the change in orientation of the device makes it difficult to evaluate for migration. The proximal end of the device appears in approximately the same location on the axial images. Comparing 2012, 2013, and 2014 images, the maximum diameter of the aneurysm appears to have changed at each interval, from 67.1 mm x 52.5 mm in 2012, 51.5 mm x 48.5 mm in 2013, and 67.7 mm x 61.3 mm in 2014. The diameter at the level of the proximal end of the device appears to have increased at each time point, from 35.4 mm in 2012, 37.1 mm in 2013, and 40.6 mm in 2014.